Event description:
This is number six of six reports filed for similar incidents in one plasmapheresis center. All six incidents involve the same nurse. At the beginning of donation procedures a crack occurred in the luer connector on the pheresis needle. The leak was noticed during the first blood draw. Due to possible contamination the donor's blood was not returned resulting in ebl between 100-200cc. No donor injury is reported and no medical intervention was required.